Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-12175), was submitted on 04-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 13-apr-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6000502, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6000502 was manufactured according to the work instruction (wi) version 75 and packaging in the machine multivac 12 on 13-apr-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3c07018 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 12-apr-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3c07016 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 11-apr-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3c07017 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 12-apr-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3c07001 was manufactured according to the wi version 38 and manufactured in the machine 04, on 12-apr-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3c07002 was manufactured according to the wi version 38 and manufactured in the machine 05, on 12-apr-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3c06999 was manufactured according to the wi version 38 and manufactured in the machine 08, on 12-apr-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3c05573 was manufactured according to the wi version 38 and manufactured in the machine 08, on 11-apr-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3c05567 was manufactured according to the wi version 38 and manufactured in the machine 04, on 02-apr-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3c06998 was manufactured according to the wi version 38 and manufactured in the machine 05, on 11-apr-2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformances nc 1654562 was raised during the manufacturing process due to lack of good documentation. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the manufacturing process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.